Manufacturer narrative:
Conclusion: with no samples returned for observation or testing no conclusion can be made. If samples are returned for investigation, a follow-up report will be made. (B)(4).

Event description:
"The clinician inserted the catheter in the antecubital and met resistance when trying to advance the catheter into the pt's vein and when she pulled the catheter back onto the needle she noticed that the tip of the catheter had broken off in the pt's vein." Catheter was surgically removed.